Event description:
It was reported that the insulin pump alarmed failed battery test and battery out limit. The battery did not last more than one week. The contacts on the battery cap were damaged. The battery cap was corroded. Customer's blood glucose level was 12.5 mmol/l. The customer was advise to revert to a backup plan until the replacement cap arrived. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.